Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient called in complaining of surgical site pain. They also had redness and swelling around the midline spine site. They were evaluated on (B)(6) 2019 and had a same day aspiration, which resolved the issue. This event was noted to be not related to the device/therapy, but related to the implant procedure. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). They noted that there was fluid collection over the pocket site. There were no signs or symptoms of infection. An aspiration was completed but was not sent for analysis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).